Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead dislodged approximately nine months post implant. The lead exhibited loss of capture, undersensing, decreased impedance measurements and intermittent far field oversensing. The physician repositioned the ra lead successfully. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.